Manufacturer narrative:
Date received by manufacturer: 19aug2019. Date of report: 02oct2019. There was no patient involvement. The service engineer (se) reported the unit was not in use at the time of the reported event. The se inspected the device and replaced the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a faulty battery. The device was in clinical use at the time of the event, but no patient harm was reported.